Manufacturer narrative:
Fields d1, d4 of the emdr is for original iabp cs100; however this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v catalog # 0998-00-3023-53 UDI # (B)(4), which was reported by the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use, cs300 intra-aortic balloon pump (iabp) was making loud vibrating noise. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (component codes).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reports loud vibrating noise. Parts are ordered for repair. Will return after parts. Customer reports unit making loud sound while running. Arrived onsite and unit was louder than normal. Removed and replaced 5000 hrs kit as well as mcb do to code 50 being in the logs. Completed repair successfully. Product passed all functional and safety test per manufacturer specifications.